Manufacturer narrative:
Method: device remains implanted. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further actions are possible with the available information.

Event description:
Edwards received information that this patient had a transcatheter valve implanted valve-in-valve into their surgical valve due to aortic insufficiency. The implant duration of the original valve was ten (10) years, eleven (11) months. The patient was doing well post-operatively.